Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the sector blocks were missing off the chair, ref org order (B)(4). No other information provided.